Event description:
Paddle lumbar disc shaver distal end cracked while being fully intact. When rotating shaver against the endplates the shaver broke, another shaver from another set was used without incident. No surgical technique pertaining gradual disc shaver height use nor trailing and cage placement information was provided. Cause cannot be established whether misuse or excessive force. No patient harm or injury was observed. Cause indeterminate.